Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use. Dfu-0174-eo 1. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19th september 2025, it was reported by a distributor via email that for an ar-8807s, carpal tunnel system disposable blade, when the blade was inserted into the instrument, it became detached as the clamp failed to be secured to the handle. This was detected during an endoscope carpal tunnel release procedure on (B)(6) 2025. The procedure was completed successfully as the blade was replaced.